Manufacturer narrative:
The device is pending receipt by manufacturer. The investigation is not yet completed, investigation results are pending. The event is filed under internal complaint ID (B)(4).

Event description:
It was reported the monitor turns on briefly then off after blade is connected, sometimes does not turn on at all. No patient or procedure involvement no negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to manufacturer as reflected in section d9. The investigation is not yet complete; investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).